Event description:
During an unspecified laparoscopic gynecological procedure, the clips did not load properly. The surgeon used another instrument to complete the procedure. No pt injury was reported.